Event description:
Approximately 1 -1.5 hours into a hemodialysis treatment there was a disconnection between the combi set bloodline and the ash split central venous catheter distributed by cardiomed. When the disconnect was discovered, the patient was given saline but subsequently the code was calld that the patient had expired. Approximately 600ml of blood was lost. The hospital indicated that the patient had a history of confusion and agitation and may have pulled at the connection. The bloodline is being witheld by the hospital's forensic team for thier investigation.